Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobal resection, on lobus resection, after firing the reload on the tissue, there was a minimal bleeding alongside the staple line, that stopped after a while of waiting spontaneously. There was a little pressure applied on the suture and one single stitch to stop a very slight bleeding on the staple line after firing of the instrument.